Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. The sheath was bent and fractured proximal to the distal tip. A volt catheter from current inventory was unable to be inserted past the location of the aforementioned damage. Functional testing was unable to be performed due to the aforementioned damage to the sheath. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal that is consistent with a known design-related issue. A separate tear was also noted at both sides of the insertion slit and its cause could not be determined based on available evidence. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The insertion difficulty is consistent with the sheath damage. The cause of the sheath damage remains unknown. The cause of the slit tear remains unknown.

Event description:
During the af procedure with volt, it was noted that it was difficult to introduce the volt catheter into the agilis. Only air was pulled out of the syringe when the volt was inserted into the agilis. It would not aspirate as expected. The agilis was the device that seemed to have air pulling into it. The agilis was replaced, which resolved the issue, and the procedure was completed with no adverse consequences to the patient.